Manufacturer narrative:
(B)(4).device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred.an emerge balloon catheter was advance for dilatation. However, the balloon ruptured upon inflation. No patient complications were reported.